Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off even if the battery light is at half. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using lab stock batteries. The device display shut down within several seconds and a 10-beeps alarm sequence initiated. The device was able to obtain readings and to visually and audibly alarm during alarm conditions; however, the device shut down after approximately 20 seconds of operation. Internal inspection showed no damage or defects to the internal circuitry. A known good instrument board was temporarily installed into customer device which resolved the 10 beep alarm and the device no longer powered off on its own. The customer's instrument board was temporarily installed into known good device and the 10 beeps anomaly was duplicated. The failure was isolated to a component (u21) of the instrument board. A service history record review reveals that this unit was in the field for over one (1) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device turns off even if the battery light is at half. No consequences or impact to patient was reported.